Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, there were many inter-procedural complications during the initial tavr procedure; questionable discrepancies during 3 attempts performing the manta depth measurement steps; and during deployment, the physician held the manta device at a 30-degree angle while pulling back to the depth measurement. The pulsatile flow was present. The angle was corrected; however, the physician proceeded with slower movements and was unable to maintain correct tension, drifting back to the 30-degree angle. A fluoroscopy revealed the lock did not advance, and an angiogram showed collagen not completely cinched. A second advancement was performed; however pulsatile flow continued, and a covered stent was required to achieve hemostasis. Post-procedure, a hematoma formed and was monitored. The lock did not advance, and the collagen did not compact correctly due to incorrect approach angle, less than adequate movement while deploying, and maintaining proper tension. The IFU was reviewed and confirms the safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Additionally, in step 5, deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation.. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this event. The manta instructions for use lists special patient populations that include: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Step 5 deploy device and seal puncture hold the manta handle in the right hand at a 45 degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices that include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site.

Event description:
The female patient, who had a body mass index of (B)(6) kg/m2, underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient received a 23mm heart valve. Right femoral artery access was achieved with ultrasound, micro-puncture and 6f sheath. A sheathogram from the right femoral artery showed potential plaque/dissection distal to the sheath. The physician determined the morphology to be more consistent with soft plaque and resistance could be felt when passing a wire through. The depth measurement for manta 14f vascular closure device (manta) deployment was measured three times and the final determination was a measurement of 5.5 cm + 1.0 cm for a final deployment depth of 6.5 cm. There were complications preparing for the delivery of the heart valve and the reporter stated that it took 45 minutes before being able to begin the tavr procedure. During the tavr, the valve had to be re-captured twice and deployed. The heart valve system was delivered inline (sheathless.) The manta was inserted for access closure and the operator pulled back to 6.5 cm deployment depth. A 45 degree deployment angle and proper tension were not maintained during device deployment. Pulsatile flow was observed at the groin site. The lock advancement tube was advanced downward to the arteriotomy; however, pulsatile flow continued throughout the deployment of manta. Under fluoroscopy, the guidewire was seen to be in an "s" shape and the radiopaque lock was not advanced. An angiogram showed that the collagen was not completely cinched. The lock advancement tube was re-advanced. The grey band was visible on the lock advancement tube, indicating complete suture tightening. Manual pressure while gaining access for stent placement. A 5.0 mm stent was placed with complete coverage and no bleeding seen on angiogram. Time to hemostasis was reported as 30 minutes. A large hematoma formed in the right groin and the patient was planned to be monitored.